Event description:
It was reported that the one link catheter set would not prime. This occurred before use. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was received for evaluation in an opened pouch. Visual inspection noted that the blue end cap was still in place and noted no obvious defects. Microscopic inspection of the center slits was then performed with no issues related to the reported problem noted. A functional test was performed in which the device was spiked into an in-house 1000 ml solution bag at the male luer, primed, and observed for flow issues; the device was found to flow normally. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.